Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18366. Reference MFR report: 1627487-2013-18368. The pt had 2 leads (from the same lot) and 2 anchors (from the same lot) implanted as part of her scs system. The pt reported she had an infection with her scs system. The physician cleaned out the site, however, the tissue was not resolved. Subsequently, the pt had her scs system explanted in 2011.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found nonconformances related to the product lot. However, the individual affected devices were replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomalies are not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.